Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument had insufficient sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the customer was sealing when the issue occurred. The issue did not involve a delayed sealing. The instrument did not seal properly. The instrument did not seal during the procedure and there were no errors. During the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. It is not known if the seal cycle completed with the fast audible tones as expected. The customer did see tissue effect being observed during the seal cycle, but not to the effect expected. The tissue that was not fully sealed was not cut. The target tissue was under tension during the sealing process. The tissue was exposed to any radiation or chemotherapy prior to the procedure. The customer never mentioned if the jaws come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The customer cannot remember if the jaws were immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding by the patient. The surgeon doesn't know what caused the instrument to not seal.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.